Event description:
Customer stated "switch sparked and burned inside." Product was returned for investigation. Upon further review into the complaint, the inspector found that the heating pad had been misused. The pad was bunched, the metal clips were bent, the thermostats were bent and discolored, and the harness was damaged. These are all defects that are seen in pads that have been folded or laid on while being in use. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds" based on the bce review of feedbacks, bce did not observe a similar issue within the lot.